Event description:
It was reported that during a lap gastric bypass procedure, the min and max buttons did not work. Another device was used to compete the case with no patient consequence.

Manufacturer narrative:
Date sent: 4/25/08. Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were completely non functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.